Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
Allegedly, patient revised due to dislocated hip. During revision, the modular neck was removed and had extensive corrosion at the base of the implant.